Manufacturer narrative:
The initial investigation was performed on the customer synced glucose data on data management system (dms) which is a cloud platform for eversense systems. Based on the initial investigation analysis, the sensor glucose (sg) value at 4:55 pm was 58 mg/dl. The customer reported blood glucose (bg) value of 34 mg/dl was not found on dms as it was not entered. The low glucose alert threshold was set at 70 mg/dl and hence the system triggered a low glucose alert. But since the customer had lost consciousness due to hypoglycemia, the alerts may have not been perceived. An ambulance was called after the customer regained consciousness but was not hospitalized. Since the system functioned as intended by asserting appropriate alerts, it can be concluded that there was no malfunction at the time of incident. The customer's hcp is aware of the incident. Furthermore, the customer's sensor was removed due to infection at the insertion site, which was documented and reported under (B)(4). B4. Date of this report updated to 28 august 2024. G3. Date received by the manufacturer? 21 august 2024. H3. Device evaluated by manufacturer? Yes. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 67.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
On july 15, 2024, senseonics was made aware of an hypoglycemia event where the patient lost consciousness due to low glucose levels. The event happened on 11-jul-2024 at approximately 5 pm. Patient felt very weak and had blurred vision in his eyes before passing out. After being woken up, he was given coca-cola and an ambulance was called who measure the blood glucose (bg) value of 34 mg/dl. The patient was not hospitalized. The sensor glucose (sg) at the time was 70 mg/dl.